Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt experienced a sudden worsening of symptoms only on the left side. The neurostimulator (ins) had been recently replaced (at the beginning of 2009) because of normal battery depletion, so ins surely had good battery. Impedance measurements showed inconsistent values (all equal to the following values: 690 ohms and 1390 ohms, 1406 ohms and 2815 ohms). During surgical revision, the physician verified impedance measurements were out of range for the lead. The lead was replaced for caution along with both extensions. The pt was well.